Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h4, h6, h11. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an ureteroscopy laser lithotripsy, the subject device (fiber) had a small crack, and the user observed a flame when pressing on the foot pedal. The flame was at the connection point of the laser system and the fiber. The procedure was completed with a similar device. There were no reports of patient or user harm. This report 1 of 2.